Manufacturer narrative:
Evaluation codes, conclusions: off-label, unapproved, or contraindicated use (aortic neck diameter) film evaluation results are: a review of a pre-implant planning drawing confirmed that the patient had a 33mm max diameter aaa. The neck diameter just below the lowest left renal was 17mm and ranged in diameter from 17 ¿ 20mm along the 4cm neck length. The left common iliac artery was moderately tortuous, extensively calcified, and ranged in diameter along the 52mm measured length from 8 x 12mm at the origin, to 9 x 11mm at the left iliac bifurcation. The origin of the aneurysmal left internal iliac artery was stenotic (4mm x 6mm diameter) and had a max diameter of 10.5mm. The rcia was mildly angulated, calcified, and ranged in diameter from 10 x 13mm at the origin, to 9 x 10mm at the right iliac bifurcation. Several short video¿s during implant were reviewed. The first 14 second video showed that the bifurcate was brought up the right side and deployed down to release of the gate. The remaining retained ipsi limb was seen with 5 full length stents positioned within the left iliac artery. Contrast was seen within the distal aorta, right common iliac, right internal, and right external iliac arteries. On the left side contrast was seen within the left common iliac, and distal to the stent graft within the left external. No clear contrast was seen within the left internal iliac artery, and the location of the riia relative to the stent graft could not be determined. The next 10 second video of the left/ipsi limb from distal to the gate showed that the ipsi limb had been completely deployed into the left iliac artery. Retrograde contrast injection up the left side distal to the stent graft revealed a patent limb. Contrast was also seen just distal to the ipsi limb which also appeared to be feeding the left internal iliac artery, which did not appear covered by the limb. The final 17 second video was a final angio study. The bifurcate was positioned just below the lowest left renal artery. Contrast injection from above the suprarenal stents confirmed a patent stent graft system. A possible type IV endoleak was seen near the level of the flow divider. The lower portion of the video showed the distal ipsi and contra limbs, and both the left and right internal iliac arteries showed contrast and appeared to be patent. However, the lower portion of the video was ¿cut-off¿ just distal to the limbs therefore the left external was not entirely visualized. Patency of the liia appeared likely but unable to confirm due to incomplete visualization of the iia¿s from the films. The cause of the reported occluded left internal iliac and left external iliac arteries could not be determined from the limited films provided. The films could not confirm (or rule out) the reported event and additional films during and post-implant were not available for review. There did not appear to be stent graft coverage of the left internal iliac. It is possible that the pre-existing stenosis at the origin of the left internal iliac and/or a plaque shift may have contributed to the occlusion.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 16x33 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 16x17.3 mm in diameter. The right common iliac artery measured 10x12.7 mm in diameter. The left access vessel measured 9.2x11.7 mm in diameter. The right internal iliac artery measured 8.7x9.7 mm in diameter. The left internal iliac artery measured 9.5x10.7 mm in diameter. It was reported that during the index procedure, the bifurcate was implanted with the main body on the left side without angiography. It was noted that the bifurcate was not inaccurately delivered. The contralateral limb was implanted on the right side with angiography. However, the left internal iliac artery and the left external iliac artery were not visible on the angiography. There was no evidence that the left internal iliac was covered. The left internal and external arteries were occluded. A digital subtraction angiography with high concentrated contrast agent was done, and it showed the same result. The bifurcate was implanted approximately 5 mm proximal than intended for safety. Per the physician, it seemed to have no issue on the position of the device implantation. The physician stated that the entry of the left internal iliac artery was stenosed prior to implant and it was confirmed that there was delayed blood flow. The exact timing of the limb occlusion could not be determined. It was possible that there was a plaque shift. There was no issue with the right internal iliac artery. No intervention is planned. No clinical sequelae was reported and the patient will be monitored by the physician.